Event description:
The doctor reported the implant was removed due to osseointegration failure 7 months after implant placement. The bone quality was type iii. The oral hygiene around implant was not reported. Bone resorption was observed during the implant removal surgery. The patient will need another surgical intevention.